Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that during the pre-use check, a foreign substance was found in the warming tube. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection was performed. Three (3) pictures were attach, during the analysis conducted it could be observed a top vies of the product; however a focus in a section of the tube it can be observed a blue particle. Visual inspection results: contamination (foreign matter) was detected inside of it; the failure mode is confirmed. Based on the analysis conducted in the sample provided, contamination on tube as failure mode was confirmed. Therefore, according to the procedure, the occurrence of this failure condition could be caused by unclean work station. The cause of the reported problem was traced to the manufacturing process. An awareness complaint notification to the production personnel was conducted by quality engineer on (B)(6) 2022 for the defect reported by the customer. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.